Manufacturer narrative:
The devices involved in this event have been returned and will be evaluated. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately two (2) years post initial procedure, the patient presented with aneurysm enlargement (unknown diameter) and no detectable endoleak. The physician elected to explant the devices on (B)(6) 2020 and replaced with a y-graft. In addition, the physician noted fluid and atheroma inside the aneurysm. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. A clinical evaluation of the adverse event was completed. An examination of medical records and/or medical imaging received by endologix confirmed the reported sac growth (8.5mm). This is consistent with the reported adverse event. The clinical evaluation also shows reasonable evidence to suggest a type 2 endoleaks had occurred. The causation for the type 2 endoleak (non- device related failure) is anatomy related. The sac growth is related to the type 2 endoleaks. The final patient status remains unknown. The final patient status was not made available to endologix. A type 2 endoleak was identified as being the cause of this event. As a type 2 endoleak is not a device related failure. A limited evaluation of the returned device was completed. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. A non endologix stent was visible in the proximal neck, (concomitant product use). This did not appear to contribute to the reported event. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately two (2) years post initial procedure, the patient presented with aneurysm enlargement (unknown diameter) and no detectable endoleak. The physician elected to explant the devices on 27 feb 2020 and replaced with a y-graft. In addition, the physician noted fluid and atheroma inside the aneurysm. As of date, there have been no additional patient sequelae reported. During the investigation, the sac growth was determined to be coming from a type 2 endoleak (non - device related failure) of the lumber.